Manufacturer narrative:
The device was not returned to edwards for evaluation. However, a image evaluation was performed from two color images that were provided from customer. Customer report of stenosis, insufficiency, immobile leaflets, and calcification could not be confirmed through image evaluation. The images showed the valve at the outflow and inflow aspect. The wireform was exposed on one commissure and near one of the leaflets at the outflow aspect, and around the valve at the inflow aspect. Extrinsic nodules were observed on one of the leaflets at the inflow aspect. The nodules had the appearance of extrinsic calcification, however calcification could not be confirmed without x-ray imaging. Minimal host tissue was observed on the inflow and outflow aspect. Attempts to retrieve the device are in process. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors and progression of valvular disease may have contributed to this event but the cause cannot be conclusively determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 25mm aortic valve, implanted nine years, two months, was explanted due to severe prosthetic valve aortic stenosis and mild aortic insufficiency. The leaflets were found to be severely calcified and immobile. A 25mm aortic valve was implanted. Post bypass transesophageal echocardiography demonstrated a normally functioning aortic valve. Patient outcome was reported as good. The patient was transferred to the surgical intensive care unit in stable postoperative condition and in normal sinus rhythm. Patient was discharged home in stable condition on post operative day three.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.